Event description:
Complainant alleged that during a routine shift check by a clinician, the device had no display on the monitor screen in lead 1,2,3, or paddles mode. The complainant indicated that there was no pt involvement in the reported failure.